Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was undersensing the patient¿s rhythm and thus inappropriately pacing and causing the patient to go into a ventricular tachycardia (vt) storm. The vt storm was subsequently terminated with anti-tachycardia pacing and shocks. At this time the ICD was reprogrammed and remains implanted and in service. No additional adverse patient effects were reported.